Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mm x 2.75mm nc quantum apex balloon catheter was selected to dilate the lesion. During the procedure, the shaft broke in half. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood on the shaft, in between the balloon folds and in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube fracture 46cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube and shaft. There was no evidence of any material or manufacturing deficiencies contributing to the kinks or to the broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During the procedure, the shaft broke in half. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.